Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported toxic anterior segment syndrome (tass) following an intraocular lens (iol) implant procedure. The patient was initially treated with medication and then a vitrectomy was performed. The lens remains implanted. Additional information was received that the symptoms recovered after the vitrectomy. The tip of the iol tweezer (unknown manufacturer) used during the procedure was rusty.